Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced alert code 38 indicating a motor stall during attempted cartridge changes, with two cartridges leaking and subsequent inability to complete a dry-run cartridge install despite device restart; the device was clean and blood glucose was not affected. Symptoms included no reported adverse clinical effects. Outcomes included the user transitioning to backup therapy and continued cgm use while awaiting a replacement device. Investigation included remote troubleshooting and education with guided restart and dry-run procedures. Investigation of this case revealed a suspected motor stall associated with the pump mechanism during the cartridge loading sequence, consistent with a device malfunction involving the infusion/pump drive component. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.